Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a motor error alert on his insulin pump. Customer's blood glucose was at 89 mg/dl. The customer stated that there were no significant events that could have led to the motor error alert. The customer was unable to rewind the insulin pump. The pump has been replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No motor error alarm noted. The motor was tested outside the device and passed the test. No unexpected open circle on display or display anomalies were noted. No traces of moisture at the electronic or motor assemblies were noted. No insulin smell noted. The device was received with cracked case at display window corners and display window and minor scratched lcd window.